Event description:
It was reported that no telemetry was possible between the patient activator and the implantable loop recorder (ilr). Changing the batteries in the activator did not resolve the issue. The activator was replaced. No patient complications were reported as a result of this event.

Event description:
.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the activator was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.